Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5139121/7043572, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also noted that the patient felt pain at the left rib caused by the ipg. The patient underwent a revision procedure wherein the ipg was moved to a more suitable position and the leads were untangled and looped properly behind the ipg. The patient was doing well postoperatively.